Event description:
--

Manufacturer narrative:
At this time the rv lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Body fluid past the helix and up through the lumen of the lead was present. An inner coil cathode conductor fracture was confirmed in two locations; one at 297 which was under the proximal tie of the suture sleeve, and the other at 310 mm which was at the distal end of the suture sleeve. The two fracture locations on the inner coil resulted in a small loose section of coil which was approximately 6 mm in length. The conductor fracture was confirmed to be a result of fatigue.

Event description:
Boston scientific received information via latitude remote monitoring that this implantable right ventricular (rv) defibrillation lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. Further troubleshooting determined this right atrial lead (ra) and left ventricular (lv) lead also had high pacing impedance measurements. In a review of the stored episodes, there was oversensing of noise which resulted in the delivery of an inappropriate 31 joule shock. Noise was reproducible on all three channels. There was no evidence of pacing inhibition resulting it in asystole, as this patient had an intrinsic rhythm. A revision procedure took place and all three leads were successfully explanted due to conductor fractures. There have been no adverse patient effects reported as a result of the revision procedure.